Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 8 may 2020 lot 134610: (B)(4) items manufactured and released on 20-nov-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: femoral stem, head and standard polyethylene liner revision occurred 6 years after primary total hip arthroplasty. According to the report, the patient was complaining about pain. Areas of reduced bone density around the stem are visible in the radiographic image provided osteolysis may be the consequence of polyethylene wear that is commonly seen and described in literature, however wear was not measured in this case and therefore correlation is not established.

Event description:
Aseptic loosening of a quadra h stem after 6 years and 2 months from the primary. The stem, head and insert were changed.